Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and diabetic ketoacidosis. The customer reported a blood glucose value of 569 mg/dl. The customer reported hyperglycemia treated with manual injection/insulin pen and hospitalization. The customer was hospitalized for treatment of diabetic ketoacidosis. The event involved product(s) mmt-397a, mmt-7040b, mmt-1884l, mmt-332a. Troubleshooting was performed for hyperglycemic event. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. The customer reported symptoms of increased thirst and vomiting at the time of hospitalization event. No further patient complications were reported. No product return is required for mmt-397a. No product return is required for mmt-7040b. The customer will discontinue use of the device. Mmt-1884l was requested and the customer response was the device will be returned. No product return is required for mmt-332a.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08725 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from on (B)(6) 2025. There was no data available to verify daily total of basal/bolus delivery and unexpected alarm(s)/suspends for the related svn#: (B)(6) with event date of 25-nov-2024. On the primary svn#: (B)(6) with event date of 24-feb-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. Unable to verify daily total of basal/bolus and all insulin delivered on the primary svn#: (B)(6) event date 24-feb-2025 listed on smart solve due to insufficient data in the trace/history files. In further review of the formatted history file 2 days prior to the related svn#: (B)(6) with event date of 14-feb-2025, these pump error(s)/alarm(s) were noted: lost sensor 1 alert (780) was found on: (B)(6) 2025 19:25:00.000. Lost sensor 2 alert (781) was found on: (B)(6) 2025 19:41:00.000. Sensor error alert (801) was found on: (B)(6) 2025 16:10:18.000. In further review of the formatted history file 1 week prior to the primary svn#: (B)(6) event date of 24-feb-2025, these pump error(s)/alarm(s) were noted: lost sensor 1 alert (780) was found on: (B)(6) 2025 11:07:00.000, on (B)(6) 2025 16:40:00.000. Lost sensor 2 alert (781) was found on: (B)(6) 2025 11:23:00.000, on (B)(6) 2025 16:59:00.000. Sensor error alert (801) was found on: (B)(6) 2025 06:25:25.000. Sg calibration error (776) was found on: (B)(6) 2025 13:34:15.000, on (B)(6) 2025 17:06:45.000, on (B)(6) 2025 20:25:09.000, on (B)(6) 2025 22:49:37.000. Sg calibration error 2 (838) was found on: (B)(6) 2025 14:42:38.000, on (B)(6) 2025 18:54:53.000, on (B)(6) 2025 21:13:04.000, on (B)(6) 2025 00:16:19.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warmup. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sensor error alert, sg calibration error or unexpected sensor errors or anomalies were noted during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.43 mv). The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a cracked case behind the pump near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Customer alleged for pump/transmitter communication anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.